Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿not meeting accuracy specifications.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2010 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/30/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump is not meeting accuracy specifications. No patient involvement.